Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The information received from the sales representative indicated that the patient had a target lesion in the proximal left anterior descending (lad) artery. The stent delivery system (sds) of a 3.5 x 8mm cypher got stuck on the guide wire outside of the patient's body. They tried flushing and applying pressure, but it would not budge. The sds never entered the patient's body. The wire was pulled from the target site and a new wire was placed at the site of the lesion along with a new 3.5 x 8mm cypher stent. There were no patient complications.